Manufacturer narrative:
The reported events of unacceptable threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece with helix found stretched and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number:2017865-2023-37130. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high impedance and high capture threshold. An x-ray was performed, and it was noted that the right atrial lead appeared to be pulled back into the svc and it was suspected twiddlers syndrome. Both leads were explanted and replaced. The patient was in recovering condition.